Manufacturer narrative:
Medtronic investigation of returned suspect computer finds that the reported issue could not be replicated. Initial power on successful to login screen. Multiple power cycles, app launch and navigate without errors. Run extended period to monitor for faults. No ram or hdd errors found. System stable after 12 hr run time.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 04/04/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested for computer on 04/07/2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported a site's navigation system that intermittently became unresponsive during boot-up, in preparation for the start of a procedure. The unresponsive behavior was seen when using the cranial software application. No further details regarding this issue were provided. There was no patient present when this issue was identified.